Manufacturer narrative:
Concomitant medical products: 3058, ipg, implanted: (B)(6) 2019; 3889-33, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was false termination of atrial tachycardia/atrial fibrillation (at/af) episodes possible due to timing issues and atrial events falling in to blanking periods. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.